Manufacturer narrative:
UDI: (B)(4). Visual examination of the returned device revealed that the hexlobes on the drivers¿ distal tip had become stripped. It was found that the observed damage notes that it is in the direction of tightening. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the distal tip becoming stripped cannot be positively determined. However, the observed damage is localized to the tip of the driver feature suggesting the device was not on axis and not fully seated in the setscrew during the tightening step. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4), a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I am reporting a complaint for a case on (B)(6) 2015 at (B)(6). Dr. (B)(6) was going to final tighten and stripped out the final tightener during the torque process. He then stripped out the back up driver and the provisional tightener. We switched out the set screw and removed the screw. The case was l3-s1. We pulled the right l3 screw and kept in the left l3 screw. The patient now has a rid that runs from l3-s1 on the left and l4-s1 on the right. We used a back up provisional tightener as the final tightener. Dr. (B)(6) was satisfied with the amount of tightening he received during this process.